Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and an open pouch seal occurred. Upon opening the box, it was noticed that the package was already slightly opened and not sealed. The catheter was replaced and the case resumed. There was no patient consequence. Additional information was received that it seemed that the sterility was compromised therefore they did not want to take the chance by using this product. This event is indicative of a reportable event because a compromise in the sterility of the product exposes the patient to the possibility of the introduction of micro-organisms into the vasculature which could potentially cause patient harm.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and an open pouch seal occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. However catheter was not return with its original packaging and no picture was provided of the reported issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Additionally catheter manufacturing lot number was reviewed for a similar failure but there was none. No further investigation could be performed. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).